Manufacturer narrative:
Zoll has not received the autopulse lifeband for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
Patient 2: during patient use, the autopulse platform (sn: (B)(4)) did not retract the lifeband. The crew immediately performed manual CPR. The user performed troubleshooting by reseating the lifeband, however, issue persist. Patient's status information was requested but the customer did not provide a response, therefore, patient's status is unknown. Please see following related MFR reports: MFR 3010617000-2020-01212 for autopulse platform: (B)(6), MFR 3010617000-2020-01211 for patient 1; (B)(6) MFR 3010617000-2020-01213 for patient 3; (B)(6) MFR 3010617000-2020-01214 for patient 4.